Event description:
About to anchor and when opened, anchor could not pick up. The needle tip broke apart. They took an x-ray and found ti was anchored deeply. They tried to retrieve it for two hours, could not, was left in patient.